Manufacturer narrative:
Device evaluation: 1 unit of lot c1645600 of echo-hd-19-a was returned opened in its original packaging. Lab evaluation the device involved in the complaint was evaluated in the laboratory on (B)(6) 2020 and a further evaluation on (B)(6) 2020. The returned device lab findings and observations can be referred through the attached files. Device returned with the needle broken in two places. The stylet was returned separately to the device. No issue observed with the stylet. Observing the location of the needle breakages these would be considered proximal breaks based on the clarification of such breaks from engineering. Clarification was requested as follows; ¿the device was returned with the needle broken in a number of places (see photos below). Can you please clarify how the needle was broken in this manner? The complaint description indicated that the needle was broken while checking the integrity of the needle. Can you please elaborate more on this? Was there any evidence of the packaging been damaged before opening it to remove the device? Reply was received as follows; ¿again my discussion with dr k.k. Rawal on this point, he repeated same statement ¿while checking the integrity of the needle, it was found broken.¿¿ no any other evidence available with him.¿ document review including IFU review prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-a of lot number c1645600 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1645600. The notes section of the instructions for use, ifu0050-2, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050-2). Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. The damage of broken needle and distal needle kink detailed in the additional information could have potentially occurred when the user was taking the device out of the packaging or during preparation. It is possible the manner used for removal of the device from the packaging kinked the needle in two places. Then on performing integrity check of the needle prior to use i.e. Movement of needle exacerbated the kink and led to the breaks observed. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a final report. The investigation was completed on 06-nov-2020, results and conclusions are outlined in section h of the report. As per physician "while checking the integrity of needle they found needle was broken." Was a kink or bend identified on the device? Where is this located on the device (handle end (proximal end) or patient end (distal end) or multiple kinks along the length device? Was the kink or bend identified on the device within the packaging, prior to use or post use? Kink observe before use distal end of device. Its identified prior to use. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Not applicable because as per physician "while checking the integrity of needle they found needle was broken." A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Not applicable. Please describe the size of the intended target site. Not applicable. If not with the device in question, how was the procedure performed and/or finished? With another 19g needle. Was the device used in a tortuous position? Not applicable. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? Observe broken. Was the device damaged on removal from packaging? Observe broken when stylet pull back. Was force required to remove the device? Not applicable for complaints occurring during use (once in contact with endoscope) also ask:. What is the endoscope manufacturer and model number that was used? Olympus tjf. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? Not applicable. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Before start the case when needle checked. Was the syringe used during the procedure, after the stylet was removed? Not applicable. Was difficulty experienced while retracting the needle? Not applicable. Was it possible to fully retract before removing the needle from the patient? Not applicable. Was gaining access to the target site difficult? Not applicable. Was the endoscope in a flexed or twisted position at any time during the procedure? Not applicalbe. Was puncture of the target site difficult? Not applicable. Was the stylet partially removed when advancing into the target site? Not applicable. How many samples were obtained with this needle? Not applicable. Did any section of the device detach inside the patient? Not applicable. If the device was kinked below the sheath extender, was the kink observed before return to the manufacturer? Not applicable. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Not applicable. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Not applicable. If the device is a procore, is the kink located distally at the notch / core trap? Not applicable. Is the patient known to be covid-19 positive? No.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per physician, "while checking the integrity of needle they found needle was broken." Was a kink or bend identified on the device? Where is this located on the device (handle end (proximal end), or patient end (distal end) ,or multiple kinks along the length device? Was the kink or bend identified on the device within the packaging, prior to use or post use? Kink observe before use distal end of device. Its identified prior to use. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Not applicable because as per physician "while checking the integrity of needle they found needle was broken." If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Not applicable. Please describe the size of the intended target site. Not applicable. If not with the device in question, how was the procedure performed and/or finished? With another 19g needle. Was the device used in a tortuous position? Not applicable. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? Observe broken. Was the device damaged on removal from packaging? Observe broken when stylet pull back. Was force required to remove the device? Not applicable. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus tjf. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? Not applicable. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Before start the case when needle checked. Was the syringe used during the procedure, after the stylet was removed? Not applicable. Was difficulty experienced while retracting the needle? Not applicable. Was it possible to fully retract before removing the needle from the patient? Not applicable. Was gaining access to the target site difficult? Not applicable . Was the endoscope in a flexed or twisted position at any time during the procedure? Not applicalbe. As puncture of the target site difficult? Not applicable. Was the stylet partially removed when advancing into the target site? Not applicable. How many samples were obtained with this needle? Not applicable. Did any section of the device detach inside the patient? Not applicable. If the device was kinked below the sheath extender, was the kink observed before return to the manufacturer? Not applicable. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Not applicable. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Not applicable. If the device is a procore, is the kink located distally at the notch / core trap? Not applicable. Is the patient known to be covid-19 positive? No.

Event description:
Supplemental follow-up MDR correction report is being submitted due to the file being reopened as a result of engineering review and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation 1 unit of lot c1645600 of echo-hd-19-a was returned opened in its original packaging. Lab evaluation the device involved in the complaint was evaluated in the laboratory on 24 sept 2020 and a further evaluation on 13 oct 2020. The returned device lab findings and observations can be referred through the attached files. Device returned with the needle broken in two places. The stylet was returned separately to the device. No issue observed with the stylet. Observing the location of the needle breakages these would be considered proximal breaks based on the clarification of such breaks from engineering clarification was requested as follows; ¿the device was returned with the needle broken in a number of places. Can you please clarify how the needle was broken in this manner? The complaint description indicated that the needle was broken while checking the integrity of the needle. Can you please elaborate more on this? Was there any evidence of the packaging been damaged before opening it to remove the device? Reply was received as follows; ¿again my discussion with dr (B)(6) on this point, he repeated same statement ¿while checking the integrity of the needle, it was found broken.¿¿ no any other evidence available with him.¿ document review including IFU review prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-a of lot number c1645600 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1645600. The notes section of the instructions for use which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review n/a. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility which may have caused the needle to kink and then break when the user was taking the device out of the packaging. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report. The lab evaluation was completed on 24-sept-2020, however the investigation is still ongoing. As per physician "while checking the integrity of needle they found needle was broken." Was a kink or bend identified on the device? Where is this located on the device (handle end (proximal end) or patient end (distal end) or multiple kinks along the length device? Was the kink or bend identified on the device within the packaging, prior to use or post use? Kink observe before use distal end of device. Its identified prior to use. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Not applicable because as per physician "while checking the integrity of needle they found needle was broken." If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Not applicable. Please describe the size of the intended target site. Not applicable. If not with the device in question, how was the procedure performed and/or finished? With another 19g needle. Was the device used in a tortuous position? Not applicable. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? Observe broken. Was the device damaged on removal from packaging? Observe broken when stylet pull back. Was force required to remove the device? Not applicable. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus tjf. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? Not applicable. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Before start the case when needle checked. Was the syringe used during the procedure, after the stylet was removed? Not applicable. Was difficulty experienced while retracting the needle? Not applicable. Was it possible to fully retract before removing the needle from the patient? Not applicable. Was gaining access to the target site difficult? Not applicable. Was the endoscope in a flexed or twisted position at any time during the procedure? Not applicable. Was puncture of the target site difficult? Not applicable. Was the stylet partially removed when advancing into the target site? Not applicable. How many samples were obtained with this needle? Not applicable. Did any section of the device detach inside the patient? Not applicable. If the device was kinked below the sheath extender, was the kink observed before return to the manufacturer? Not applicable. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Not applicable. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Not applicable. If the device is a procore, is the kink located distally at the notch / core trap? Not applicable. Is the patient known to be covid-19 positive? No.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.